Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Patient reported that received a unknown coolsculpting treatment while using an unknown applicator on the outer thighs "saddle bags" and hips "love handles" and presented with paradoxical hyperplasia and the affected was described as not hard, the texture, color, shape and skin surface feeling different 2 months post treatment. The following treatment was performed on (B)(6) 2026.